Event description:
The patient reports that they have visited their physician, and that the physician increased the patient's settings. The patient reports that the setting increase led to body weakness/fatigue, dizziness and headaches. Further follow up with the physician¿s office confirmed that the vns settings have been increased due to an increase in seizures. The physician¿s office also informed that the patient was hospitalized due to their seizure episodes. At the patient¿s most recent appointment, the physician was unable to confirm what exactly was causing the patient¿s seizure episodes; however, they were able to confirm that the vns was functioning properly. Additionally, it was noted that this patient has had a lot of hospitalizations and eegs recently; however, the nurse could confirm that at this point in time the patient is now stable. No other relevant information has been received to date.

Event description:
The patient reported to their case manager that the vns stimulation is sometimes causing a burning sensation, and that the site over the generator hurts. The patient also mentioned that they have been to the emergency department of the hospital due to their seizures but could not elaborate further on this event, besides that they went home afterwards and were not admitted to the hospital. The patient indicated they have been in the emergency department a few times recently due to their seizures, which is abnormal for them. No other relevant information has been received to date.